Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to a sensing issue. The physician suspected a clavicular first rib failure, lead fracture. An invasive procedure was performed and the physician elected to remove the lead and implant a new endotak lead.